Event description:
Two patient samples that were initially reported with critically high glucose values were retested and found to be in the normal range. The field service representative repaired the instrument by replacing the syringe seals.